Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00090.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed smart coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target location and attempted to detach it using a handle; however, the smart coil did not detach. The physician then decided to remove the smart coil; however, during retraction, the smart coil unintentionally detached from the pusher assembly inside of the microcatheter. Therefore, the microcatheter was removed containing the detached smart coil. The procedure was completed using new smart coils and other coils, with the same handle, and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken at the proximal end of the pusher assembly. Bends were present along the entire length of the pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached. Offset coil winds were present along the length of the embolization coil and the proximal constraint sphere was intact on its proximal end. Resistance was encountered while attempting to flush the embolization coil from the non-penumbra microcatheter, therefore, a 0.017¿ demonstration mandrel was used to push out the coil. An unknown substance was also extracted from the non-penumbra microcatheter. Conclusion: evaluation of the returned smart coil revealed a separated pet lock and a detached embolization coil. The pet lock typically becomes separated during attempt to detach the embolization coil using the detachment handle. The separation of the pet lock indicates the pull wire is retracted out of the distal detachment tip (ddt) and the coil can detach. The root cause of the difficulty detaching could not be determined. The subsequent retraction of the pusher likely allowed the embolization coil to detach. Further evaluation revealed embolization coil and pusher assembly damage. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.